Manufacturer narrative:
(B)(4). We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the surgeon activated the probe twice before the upper electrode broke off and fell in the abdominal cavity. It was retrieved during the surgery and thrown away.

Manufacturer narrative:
(B)(4).batch # m9039f. Investigation summary the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.